Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle separates in vial and needle breaks off during use on lot # 8176697. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8176697. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200764428, 200764554, 200768218] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were 2 occurrences where needle broke off hub, on one of these instances needle remained in injection site with a relion® insulin syringe. The following information was provided by the initial reporter: relion syringe 1 ml 8 mm 31g lot # 8176697 found needles to break away from hub. Able to remove on own. 1 needle syringe needle stayed in vial another when drawing up insulin. Second syringe needle stayed in site. Wife able to remove with her nails from site and insulin vial. Denied reuse of needles. Occd date unknown - aprox 2 weeks ago.